Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 475 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. The customer stated that the drive support cap was loose. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. No loose drive support disk noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.